Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted due to the advisory noticiation on this device/model. At the time of the change out, it was noted that the transvenous defibrillation lead had a shocking lead impedance greater than 125 ohms. A breach between the yoke and distal coil terminal pin was suspected. The caller asked about plugging the proximal coil into the distal shocking port. Technical services explained that doing this would not likely be very effective. No adverse patient symptoms were reported.